Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Per the complaint information, the patient stated there was air in the cassette. The complaint was not confirmed in the lab due to a lack of a sample. The lot number is unknown therefore a batch review was not performed. The root cause was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
After being contacted by product surveillance (ps), the patient stated they had a cassette full of air during last night's therapy. The cassette was still in the homechoice (hc) and was requested for evaluation by (B)(4). No injury or medical intervention was reported.